Event description:
Caller reported an alarm 2 related to an occlusion issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) instructed the caller to perform troubleshooting but no issues were identified. The customer replaced pump supplies as necessary and resume insulin therapy.